Event description:
It was reported to philips that the flexvision monitor intermittently failed to power up on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the 56" lcd monitor dl mkii (B)(6), flexvision monitor, and 5v power supply in the mcs. The system was tested and returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).